Manufacturer narrative:
Previously reported on (B)(4) with MDR#: 3003832357-2024-00206. Device investigation is pending the return of the device. Device investigation will take place on (B)(4).

Event description:
It has been reported to philips that the ems crew reports no ECG rhythm displayed during patient use.